Event description:
It was reported that surgeon was repositioning the cup with rim impactor, while striking the impaction handle it broke into three pieces.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that surgeon was repositioning the cup with rim impactor, while striking the impaction handle it broke into three pieces.

Manufacturer narrative:
An event regarding handle fracture involving a final cup impactor w/plastic was reported. The event was confirmed. Visual inspection confirmed the reported event. The handle fractured into three pieces at the location of the knurled portion of the strike plate. Medical records evaluation not performed as it is not believed that patient factors contributed to the reported event. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. The investigation of previously reported events concluded that the root cause of the failure is related to press fit design and long-term effects of sterilization. The press fit design of the radel polymer handle to the stainless steel shaft is not dimensionally optimal in the knurled area. The heat from the autoclave process contributes to the degradation of the material properties of the radel handle.